Manufacturer narrative:
The device was used for treatment. The device was discarded and there was no specific device performance related failure reported by the user. Cause of the bleeding is related to non oscor device used in procedure. The investigation will focus on a review of product documentation. The device history record was reviewed to confirm that the device passed all applicable inprocess and final inspections.based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that patient was presented to physician for right ventricle (rv) failure. Acute myocardial infarction (ami)/cardiogenic shock (cgs) procedure there was bleeding at the sheath insertion site while using a 23 fr introducer. Femstop was applied after 30 plus minutes of manual pressure. Femstop was removed by cardiothoracic surgery (CT) surgeon. CT surgeon added additional mattress suture, then re-applied femstop. Patient loose 250cc of blood loss. Initially the sutures placed by the ic were probably shallow to the skin. The surgical pa and CT surgeon went deeper with their sutures. They did an ultrasound to confirm that there was not a perforation. Femstop was in place for 6 hours and hemostasis achieved. The patient was on support for four (4) days . There was no product performance issue reported. As per physician, size discrepancy between the rp pump and the repo sheath was the cause for the bleed. No other intervention was needed. No additional information is available.